Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A software analysis was initiated as part of the investigation. Review of the reported issue found that the behavior was consistent with a known issue in the medtronic navigation software anomaly tracking database. Continuation of concomitant products pn: 9733467, ln/sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9736119r, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The computer freezes after running for a while. The computer was replaced and reconfigured. Tested okay during the system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site's system had "what appeared to be a software crash with the surgical navigator. The unit was entirely hung up on a blank screen, and the sound of the computer repeatedly attempting to access the hard drive could be heard." Unknown if was patient present or any delay. No further information received. Additional information was received stating that the site restarted the system only to get a blank screen. The fan kept coming on and the machine tried to start up, but nothing happened, just a blank screen. Eventually they were able to restart the machine and get it to work so they could complete the procedure. There was a 15 minute delay to the case. No patient impact reported. The site was able to re-create the issue afterwards in the biomed department. The procedure being performed was a functional endoscopic sinus surgery (fess).